Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty with loading a cartridge and was unable to perform load fill tubing. Tandem technical support checked the pump logs and no alarms or alerts were found. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed. There was no impact to customer¿s blood glucose.